Manufacturer narrative:
The company service rep examined the system and did not find a problem. The company service rep tested one phaco handpiece and no problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The nurse reported that a thermal injury had occurred. The nurse stated that this event occurred during the sculpt mode, within the first few seconds of phaco. The occlusion bell sounded and the surgeon pulled the tip out of the eye, and they flushed the tip to remove any occlusion. The surgeon reinserted the tip into the eye and the occlusion bell sounded again. Then they switched out the tip and sleeve, and completed the case without further incident. The surgeon used 4 stitches to close the incision. The nurse stated it was a small corneal burn.